Event description:
Note: this report pertains to first of two events that occurred during the same procedure. Refer to associated manufacturer report # 3005099803-2008-05195 for a description of the other event. It was reported to boston scientific corporation in 2008 that a hydratome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography procedure, performed five days prior. According to the complainant, while advancing the guidewire through the device, the distal tip of the guidewire came out of the side of the hydratome rx sphincterotome, instead of the distal end, as intended. The physician attempted to complete the procedure with a second hydratome rx sphincterotome.

Manufacturer narrative:
Other, (guidewire orientation issue - not labeled). The device has not been returned. A device evaluation is not available; therefore, the cause of the reported issue is undetermined.